Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button on the pump was difficult to press. Additionally, it was reported that the touchscreen on the pump was not fully responsive. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided. Multiple attempts have been made by tandem technical support to troubleshoot with the customer, however no response was received.